Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked case near display window corners, broken battery tube threads, broken reservoir tube lip, cracked lcd window and missing reservoir tube o-ring. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had physical damage in the reservoir and in the battery contacts. The customer¿s blood glucose level was unknown. No further details was given. The insulin pump will be returned for analysis.